Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and fse could not replicate the issue and suspected that the device had been pressed for alarm pause at that time of the event. Philips requested device logs for further configuration evaluation; however, the customer could not provide them. The fse reported the unit worked as intended and the customer will be trained in usage methods of the alarm. The device remains at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the mx450 patient monitor did not generate an alarm when the patient experiences a serious problem.

Manufacturer narrative:
Updated b5 with additional information a final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx450 patient monitor indicated that the unit did not generate an alarm when the patient experienced a serious problem. The incident occurred at 8:55 pm on september 7th; however, the alarm records did not reflect the unit alarmed, and the ventricular tachycardia wave was found to be normal. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.